Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilation balloon was used during a gastroscopy procedure performed in the esophagus on 2015. According to the complainant, when withdrawing the balloon through the working channel, the exit marker detached and became lodged in the distal part of the working channel. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the complaint device was performed and found that the exit marker was missing from the catheter. There was glue residue noted on the catheter. There were no other issues noted to the complaint device. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilation balloon was used during a gastroscopy procedure performed in the esophagus on (B)(6) 2015. According to the complainant, when withdrawing the balloon through the working channel, the exit marker detached and became lodged in the distal part of the working channel. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.